Event description:
It was reported that during a herniorraphy procedure, the clips did not form properly. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.